Event description:
Pci with rotational atherectomy of the left main and om1 performed. Rotational atherectomy performed on left main coronary artery without difficulty. Bur then advanced to lesion in ostium of om1. Rotational atherectomy was performed at increasing speeds up to 199,000 rpm, but bur would not advance into the lesion. At that time, it was not noted that the rota-floppy wire was fractured, as there was no torquability of the wire. Attempts to snare the fractured piece of wire were unsuccessful.